Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions for an evaluation. A review of the device history record indicates the device met all inspection and test criteria prior to release. Upon visual inspection of the received complaint device, the shaft was identified to be broken at the transition point, and the internal wires appeared to be exposed and intact. The most likely root cause is a broken shaft as a result of mishandling, including shipping and storage conditions, subsequent to distribution from stryker. The instructions for use (IFU) states: do not attempt to use the reprocessed ep catheter prior to completely reading and understanding the directions for use. Avoid excessive torque, stretching, kinking and/or bending of catheter, as this may interfere with distal tip shaping or cause damage to internal electrode wires. Avoid manual pre-bending of distal curve, as this may damage steering mechanism of steerable catheters. Handle catheter with care to avoid improper electrical functioning. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the wires became exposed on the device during procedure. There was no patient injury, medical intervention, or extended procedure time reported.